Manufacturer narrative:
A visual and microscopic examination of the sds revealed a shaft break and kink. There was a break at the prot area 27cm from the tip of the sds. The midshaft was also stretched and measured 27cm. An attempt to insert a mandrel into the sds was impossible due to a 4mm long kink located in the inner lumen proximal to the proximal marker band. There was no damage to the balloon material or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
The event is now reportable based on the analysis approved in 2009. It was reported that during a coronary drug-eluting stenting treatment procedure, there was difficulty advancing the catheter. The 3.50x32mm taxus liberte drug stent delivery system (sds) got stuck on the non-bsc moderate support guidewire. The taxus sds could not be advanced on the wire before the tuohy and the sds never entered the pt or the guide catheter. With effort, the sds was removed and exchanged with a taxus over the wire (otw) sds to complete the procedure. No pt complications were reported. The pt's current condition is listed as "fine". However, the returned product analysis of the 3.5x32mm taxus liberte sds revealed a shaft break.